Event description:
It was reported that one day post implant the left ventricular lv) lead showed elevated thresholds and there was phrenic nerve stimulation. The lv lead was repositioned and remains in use. It was noted the patient was part of the attain performa study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) cardiac resynchronization td 2013 (B)(6); 5076-52 implantable pacing lead 2013 (B)(6); 6935m 2013-08-24 implantable tachy lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.